Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sound an audible alarm tone. The device was returned t o the biomedical department from an unk floor with an unsigned notes stating "alarm tone is bad." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the coin cell test and did not sound an audible alarm tone prior to power loss. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.